Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during follow up in (B)(6) 2018 the magnet rate was 90 and the longevity was at 1.5 years remaining. The device was checked after six months as the patient visited the hospital due to palpitations. The device was checked at this time and had declared end of life (eol) in (B)(6) 2018. The device was replaced and will not be returned as the device was disposed. No additional adverse patient effects were reported.